Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 (con): information was received from a consumer regarding a patient who had an implantable neurostimulator (ins). It was reported by patient's wife that patient interstim device was not working for almost 6 years. They stated they would contact their device managing healthcare professional (hcp). No further complications were reported or anticipated.